Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had a chest x-ray to rule out pulmonary issues. Upon viewing the x-ray, the outflow graft bend relief appeared to be disengaged.

Manufacturer narrative:
The pt is ongoing and continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.